Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, incorrect interpretation of signals resulting in inappropriate therapy was noted on the device. Abbott technical support was contacted, the session records were reviewed, and the inappropriate therapy was suspected to be due to the device performing according to the programmed settings. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.